Manufacturer narrative:
Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. The root cause for this event is unknown. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6). D.4. Full UDI number: (B)(4).

Manufacturer narrative:
Other, other text: g5: 510k is blank this product code is 510k exempt. D3, g1,2 email is: regulatory.responses@icumed.com. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leakage during use. Adverse effects are unknown.